Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2007 and (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1 and device #2). It is alleged that on (B)(6) 2015, the patient underwent surgery for an unspecified bard/davol ventrio. As alleged, on (B)(6) 2011 and (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."